Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event. The creation of a corneal flap is used in patients undergoing laser assisted in situ keratomileusis (lasik) surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. There were no images of the optical coherence tomography (oct) scans or system settings provided for clinical review. In addition, there was no relevant patient medical or ocular history provided for clinical review. The system met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the laser did not cut properly during a laser assisted flap creation procedure. Sutures were required because the flap did not adhere. Upon follow up, patient is reported to be doing fine and visual acuity is good